Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported that the pessary string was missing while attempting to remove and had to visit primary care physician to have the pessary removed. Consumer has fully recovered.